Event description:
I had a CT scan with contrast. I tested the patient's IV with saline above her head and the pressure was higher than usual, around 168psi but fluctuated going higher and lower. I brought the patient's arm by her side and retested the IV and the pressure was lower, around 30psi. As I was testing the injection the syringe made a loud pop, the saline injector syringe shot off the injector landing on the CT scanner floor, the white pieces around the injector syringe base were off the syringe and scattered on the floor. The tubing popped off the saline side. The only thing attached to the injector was the ring base of the saline syringe. I changed the saline syringe and attached new tubing. The test injection went fine so I proceeded to set up the scan. I went back into the room and decided to inject the contrast with the patient's arm down by her side since there was an issue before with the pressure. As I started the injection, immediately after the injection started there was a loud pop and the tubing popped off the syringe and the syringe stopped injecting. The syringe didn't shoot off like the saline side but malfunctioned. I decided to change both syringes and start a new IV on the patient to eliminate any possibility of error. I used syringes from a different lot number. This time everything went as normal. The injector is designed to stop if it hits the pressure limit but in this case the pressure limit didn't get hit and malfunctioned; the highest the pressure went to with the saline injection was around 268psi but was varying the whole time. We haven't used that lot of syringes since and put them all aside in case there is an issue with that lot number. The ref of the syringe kit is 017355, lot # 244693, and manufacturer date 10/12/23.